Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline prosthesis experienced left sided deflation post procedure. The deflation was discovered through a visual examination. As a result, an explant was performed on (B)(6) 2020.

Manufacturer narrative:
Additional information was received on september 15, 2020. In addition to the issues reported previously, the patient also experienced left sided capsular contracture, left sided ptosis, and bilateral device malposition. This report relates to the left prosthesis. See 1645337-2020-12411 for contralateral prosthesis report. When the devices were explanted they were replaced with saline prostheses. Reason for device explant and/or reoperation: capsular contracture/deflation manufacturer¿s reference number: (B)(4).